Event description:
According to the information received, there was "extensive" endocarditis of the aortic root and a fistula to the right atrium and right ventricle. The patient expired postoperatively (date unknown). Additional information has been requested.